Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided therefore a DHR review was could not be completed. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the superdimension system component, locatable guide, location was not accurate during an enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.